Manufacturer narrative:
Additional information: the returned driver was evaluated. The tip was found to have twisted until fracture. The cause is likely attributed to forces placed on the driver during use which exceeded the device's capabilities. A design enhancement was put into place after the manufacture of this device to increase the strength of the tip. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a driver broke off during surgery while removing a previously-implanted closure top. Bone wax was used to grasp the broken tip to remove it from the closure top so an alternative driver could be used to finish removing the closure top and complete the procedure. There were no reports of patient impacts associated with this event.